Manufacturer narrative:
Reporter is a synthes employee. Part: 314.020. Lot: 2014474. Manufacturing site: bettlach. Release to warehouse date: 27. Sep. 2001. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: small hexagonal screwdriver with holding sleeve (p/n 314.02 lot 2014474) was received showing the distal tip rounded. No other issues were identified with the returned components of the device. The complaint is thus confirmed. Complaint confirmed? Yes. Investigation conclusion: the rounded condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during the routine incoming inspection of a loaner set it was observed that the small hexagonal screwdriver with holding sleeve was damaged. There was no patient involvement. This report is for one small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).